Event description:
It was reported that the menu display on the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis confirmed the customer comment that the menu display on the unit was not working and it was attributed to low battery voltage. Analysis also found the upper and lower cases and two side bail covers broken, the battery contacts compressed and the serial number label torn. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the menu display on the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.